Event description:
No new patient or event information to report.

Manufacturer narrative:
Correction: the complainant returned one sheath and one dilator to cook for investigation. Physical examination of the returned device showed multiple creases along the sheath shaft at 11.5cm, 14.8cm, and 19.7cm from the distal tip. The dilator tip was smashed. Neither of the device tips were frayed or split. A review of risk documentation shows that the risk severity of tip damage is negligible. The event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death or serious injury and there is no precedence of this malfunction leading to an adverse event.

Manufacturer narrative:
Customer name and address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the tip of a flexor balkin guiding sheath and/or dilator frayed during a procedure involving the superficial femoral artery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 11mar2021: the device did make patient contact. The procedure was completed by using another manufacturer's device. There was calcified and tortuous anatomy noted.